Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 580 mg/dl. The customer¿s blood glucose level was 267 mg/dl at the time of the incident. The customer¿s symptoms were a racing heartbeat and needing to use the restroom. The customer was treated with manual injections. Customer stated the healthcare provider removed all their basal¿s overnight due to low blood glucose, while the bolus wizard confirmed her bolus history and settings were up to date. Customer was advised to change out the entire set, insulin, and reservoir to allow the healthcare provider to treat the patient. Nothing was returned or shipped.